Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, customer is unable to interact with the pump touch screen due to pieces of glass falling out. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.